Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: no bellows, missing feet, inlet screws cracked and handle loose. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. There were no significant event (s) in the error log. Confirmed: no bellows or bellow clips. Bellow blower and clips were both replaced to address the issue. The inlet air path assembly and removable air path foam were replaced per remediation.   The device was sent for additional evaluation. The lcd needs to be replaced due to a black screen/no display. The customer does not want any repairs done to the unit. The unit will be returned unrepaired. The device failed testing or could not be tested.